Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue on 4 april 2017. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for evaluation. The computer was found to not dupe due to missing dmi information. Confirming the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while loading a disc onto the navigation system, the system displayed "no input detected" when shutting down. Following a restart, the system became unresponsive and restarted without prompt from the user. No additional information was provided. There was no patient present when this issue was identified.